Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock from the device while visiting brazil. The s-ICD was reprogrammed in brazil and the clinician in portugal has decided to keep the programming. Besides the shock episode, an untreated and an atrial fibrillation (af) episode was also stored. Device data and episodes were submitted to technical services for review. Initial review of the treated episode showed oversensing caused the inappropriate shock to be delivered. Additional analysis of the episode was performed. Technical services was not able to make a clinical diagnosis of the rhythm, but did note the episodes occurred in the alternate vector, where diminished r-wave amplitudes resulted in oversensing of p-waves and t-waves. There was no noise that would indicate a mechanical issue or electrode fracture. The device had been reprogrammed to the primary vector and the presenting electrogram showed the presence of p-waves or a signal similar to p-waves, so technical services recommended x-rays to evaluate system placement and to determine if the electrode tip was close to the patient's atrium. No adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.